Manufacturer narrative:
Vyaire file identification number (B)(4). Field service engineer evaluated the device and found out that exhalation valve is missing the black nipple on the end. System passed pre-check. Field service engineer replaced the old exhalation valve s/n: (B)(4) with a new valve s/n: (B)(4). Completed the operational verification procedure (ovp) and returned the vela to service. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported leak due to exhalation valve issue on the vela ventilator. The customer confirmed that there is no patient involvement associated with reported event.